Manufacturer narrative:
Device return evaluation was completed . The customer complaint was confirmed. Cuts are observed in the forceps wire due to external factors. The bending angle is insufficient due to the elongation of the angle wire. Furthermore, service repair noted the adhesive part of the objective lens has come off due to handling and due to handling, the adhesive part of the lighting lens has come off. Additionally, the following findings were observed on the device: the curved rubber adhesive part is missing. The bending angle is insufficient due to the elongation of the angle wire. The watertightness of the u/d knob is not maintained. There are scratches on the rl angle fixing knob due to external factors. Scratches on the insertion tube due to external factors are observed. Scratches are found on the operation part due to external factors. There is dirt on the operation part that is difficult to remove due to handling (insufficient cleaning). Scratches are found on the tip cover due to external factors. Scratches are found on the switch box due to external factors. The suction cylinder is scraped due to external factors. Scratches on the operation unit cover due to external factors are observed. Scratches are found on the r/l knob due to external factors. Scratches are found on the grip due to external factors. Scratches are found on the universal cord due to external factors. Scratches are found on the operation part side oredome of the universal cord due to external factors. Scratches are found on the operation part side oredome of the universal cord due to external factors. Scratches on the scope connector side of the universal cord due to external factors water invasion observed on the electrical connector. Scratches are found on the scope connector due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "broken forceps lifting wire". The issue found during an unknown event. There was no patient harm, no user injury reported device evaluation found the adhesive part of the lighting lens is peeled off. There is a gap in the tip adhesive part, dirt has entered the inside of the lens through the gap. This report is being submitted for peeling of the adhesive part of the lightning lens. (Reportable malfunction).

Event description:
A user facility reported to olympus that during an unspecified event the evis lucera duodenovideoscope they observed a broken forceps lifting wire. Upon inspection and testing of the customer returned device, it was observed adhesive part of the lighting lens is peeled off. There is a gap in the tip adhesive part, dirt has entered the inside of the lens through the gap. This report is being submitted for the malfunction found during the evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.